Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the skin laceration cannot be ruled out. The fall was unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 62-year-old female patient with gliosarcoma, who grade IV, started optune gio therapy on (B)(6) 2020. On (B)(6) 2025, the patient's spouse notified novocure that the patient had experienced a fall on (B)(6) 2025, while undergoing optune gio therapy. The incident occurred in the bathroom, where the patient struck the back of her head on the bathtub, resulting in a 1 cm laceration to the back of her head. The injury was treated with staples by her general practitioner, and no hospitalization was required. According to the spouse, the fall was not attributed to optune gio therapy. Medical records received on april 3, 2025, from an outpatient visit dated (B)(6) 2025, confirmed the presence of a left occipital skin laceration. The patient planned to temporarily discontinue optune gio therapy for approximately 10 days. Multiple attempts to contact the prescribing physician were made; however, no response has been received.